Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp stated that the patient's ins was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they wanted to have their device removed. It was reported that the stimulator ¿made it worse,¿ hurts, and was extremely irritating. The patient stated that they had an appointment with their healthcare provider (hcp) to discuss explanting it. No further details were provided. Indications for use are spinal pain and complex regional pain syndrome type I. Additional information from the patient reported that they first experienced their device hurting and being irritating in (B)(6) 2015. The patient explained that it had never been comfortable and made their left foot neuropathy worse. They gave it over six months to get used to it, but never did. The added that they still wanted it removed and had it turned off for over eight months. It was reported that the implant was "extremely painful in the left leg" and it was worse than the neuropathy that the device was meant to treat. It was reported that the ins was removed "a couple years ago." No further complications are anticipated.